Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture and exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.